Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on the same date, the patient was treated in the emergency room (ER) by a healthcare provider for an elevated blood glucose (bg) that was almost 28 mmol/l with large ketones and symptoms of extreme drowsiness, nausea and confusion associated with an alleged no power issue with the pump. Reportedly, the patient discontinued pump therapy and received insulin via injection and intravenous (IV) fluids as treatment. During troubleshooting with customer technical support (cts), it was revealed that there was no power in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of a power issue with the pump.